Manufacturer narrative:
Fujifilm and the cro visited the facility to review the process flow and procedures for endoscope reprocessing and sampling. Some minor deviations from the reprocessing instructions were noted during the onsite visit and training. In addition, minor sampling procedure errors were noted. However, none of these deviations could be considered the definitive root cause for the presence of the high concern organism. The following procedural improvements have been recommended as best practice to the facility and are suggested with the intent to aid in prevention of subsequent alert or action level events: 1. Fujifilm will provide laminated reprocessing instructions (quick reference guides and leak test guides) to post prominently to ensure use. This has already been implemented. 2. Maintain the cleanliness degree of the room and control contamination from the environment. 3. Include a stool or some other method for allowing the technician to easily contact the top of the endoscope.

Manufacturer narrative:
The scope was returned to and inspected by fujiilm medical systems u.s.a, inc. The inspection results found no issues with the scope. The scope was sent to fujifilm corporation for further investigation. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On april 13, 2021 fujifilm corporation was informed that the subject endoscope was cultured and tested positive for enterococcus faecalis, klebsiella pneumoniae, and bacillus flexus (10 total cfu). As the subject unit was sampled and cultured as part of a post-market surveillance activity, no patients were involved or exposed to the endoscope. Per study protocol, the endoscope was immediately quarantined after initial sampling until culture data were available. Following the positive growth, the endoscope was not clinically reused. There was no death or serious injury associated with this event; this report is being submitted in abundance of caution.